Event description:
Information received by medtronic stated that the insulin pump had a low battery alarm. No harm requiring medical intervention was reported.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged that charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found these battery related alarms: low battery alarms: on (B)(6) 2021 at 13:56:00, on (B)(6) 2021 at 11:34:00, on (B)(6) 2021 at 07:06:00, on (B)(6) 2021 at 03:01:00, on (B)(6) 2021 at 19:17:00, on (B)(6) 2021 at 13:03:00, on (B)(6) 2021 at 01:36:00, and on (B)(6) 2021 at 14:12:00. Insert battery alarms: on (B)(6) 2021 at 19:41:29, on (B)(6) 2021 at 19:55:29, on (B)(6) 2021 at 07:06:36, on (B)(6) 2021 at 10:04:06, on (B)(6) 2021 at 21:03:25, on (B)(6) 2021 at 20:28:02, on (B)(6) 2021 at 08:16:22, on (B)(6) 2021 at 18:04:54 and 18:06:29. Replace battery alarms: on (B)(6) 2021 at 19:34:00, on (B)(6) 2021 at 09:59:00, on (B)(6) 2021 at 19:56:00, and on (B)(6) 2021 at 08:00:00. Replace battery now alarms: on (B)(6) 2021 at 20:27:00. Pump passed self test, active current measurement, and displacement test, however failed the sleep current measurement. No unexpected low battery, insert battery, replace battery, and replace battery now alarms during testing. Customer alleged for charge/battery lasts less than expected was confirmed where high impedance on the sleep current measurement was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.